Event description:
A report was received that the patient was experiencing over stimulation and high impedances from one of the leads. The patient underwent a lead revision procedure. During the revision it was noticed that one of the leads was broken. The physician replaced the lead and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50, serial #(B)(4), description: scs iii lead, 50cm. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.